Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
Reason for surgery: uterine prolapse, enterocele, rectocele, vaginal vault prolapse, urodynamic stress urinary incontinence, voiding dysfunction. Concurrent procedures: total vaginal hysterectomy, excision of left paraovarian cyst, enterocele repair augmented with prolene mesh, intraperitoneal uterosacral vaginal vault suspension augmented with prolene mesh, cystourethroscopy with urethral dilation, posterior colporrhaphy, mesh tape cervical sling. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2014 due to vaginal mesh exposure.